Manufacturer narrative:
The bowel grasper insert was evaluated. One of the jaws on the distal end of grasper insert has broken off. Damage is most likely due to stress overload from handling or retracting heavy tissue; the instrument is designed to grasp soft tissue only.

Event description:
Allegedly, during regular surgical use, the grasping forceps broke and one jaw fell into patient. No injury to the patient was reported.